Event description:
After 2 days of implantation. This lead was explanted. It was reported that an attempt to reposition the lead was unsuccessful.

Event description:
After 2 days of implantation. This lead was explanted. It was reported that an attempt to reposition the lead was unsuccessful.